Event description:
Update (B)(6) 2016 medical records received. Iin addition to what was previously reported, the patient was revised to address a transverse acetabular fracture, subsequent significant bone loss with protrusion of the head. Revision notes reported an estimated blood loss of 2400ml, and that the acetabular cup was noted to be loose. Updated cup/head and added the stem/sleeve due to the alleged ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: (B)(4). Added b5, b7, d4 (expiration date), f10, and h10 (UDI). Updated d3, and g2. Corrected d2 (common name), and h4. Depuy still considers this investigation closed at this time.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation alleges that the patient experienced the following on account of her asr right hip implant: severe and debilitating pain; weakness; significant inhibitions to her ability to walk and move. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.